Event description:
During a clinic follow-up, an increase in the defibrillation impedance was observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.